Manufacturer narrative:
Initial report bsc aware date: corrected from 06/08/2020 to 06/07/2020.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in superficial femoral artery. A 3.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation prior reaching to nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 80% stenosed and was mildly tortuous and moderately calcified. The balloon ruptured on the first inflation for less than 2 seconds.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in superficial femoral artery. A 3.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation prior reaching to nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.